Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker showed a battery status of 2 years remaining with a magnet rate of 90. It was reported that the device showed a battery status of less than 0.5 years remaining with a magnet rate of 90 one month ago. A copy of device memory was submitted for analysis. Analysis of device memory revealed no resets, that would cause the gas gauge to indicate beginning of life (bol). It was suspected that the programmer may have taken an inaccurate battery charge time measurement that indicated a bol setting. The device was noted to be in an atrial tachy response (atr) mode switch and had elective replacement near (ern) set. Analysis noted the potential for atr mode switches to contribute to an inaccurate battery charge time reading. It was noted that the device should indicate 10% on the gas gauge and have less than 0.5 years remaining longevity. A device replacement will be planned in the future. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was noted to have no output and no telemetry function. It was noted that the device had been implanted for 7.5 years and was returned 3 years post implant. No testing was able to be performed, however, based on previous analysis of device memory, the root cause was felt to be due to an invalid charge time when the device was in an atrial tachy response (atr) mode switch.